Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis fc system. During an interventional procedure the user reported that no fluoro was possible. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be normal wear and tear of the x-ray tube. The affected system was installed in 2002. At the time, the polydoros is open generator was installed. This older type of generator does not provide the possibility to switch over to another focus if the used focus fails during the procedure. Therefore, no further imaging was possible in the present case. Log files, as well as the affected x-ray tube assembly megalix cat 125/35/80-121-gw, serial number (B)(4), were returned for detailed investigation. The log files showed error messages related to an emitter break of the small focus. This was confirmed during incoming inspection of the x-ray tube assembly and it was found that the small focus was interrupted. A detailed investigation showed that the filament inside of the focus head was defective and as consequence the filament failed. Such emitter failure is a typical cause for a tube to fail due to wear and tear. The emitter and filaments are the typical wear parts of an x-ray tube and limit the lifetime of an x-ray tube. The affected x-ray tube assembly was in operation for one year and nine months. The log file showed a high load value pointing to an intense usage of the system. Therefore, the present tube failure is in the normal statistical range of the expected lifetime of this x-ray tube type. The x-ray tube assembly was replaced which resolved the issue. As the present event is based on normal wear and tear of the x-ray tube, no corrective action in the field is planned at this time.